Event description:
It was reported that the ilet user deployed two infusion sets with the paper-to-adhesive backing still attached, resulting in an infusion set connection issue that interrupted insulin delivery; the user wears an inset 23" 6 mm infusion set, was guided through the correct steps, insulin delivery was resumed, and replacement supplies were arranged. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education. Investigation of this case revealed user handling error leading to an incorrectly deployed infusion set or improperly attached connector. It was concluded, based on previously established findings for similar reports, that user error was the cause.